Manufacturer narrative:
(B)(4) ¿ follow up MDR for device evaluation: five samples and two photos of 3 ml luer-lok syringes were received by bd. A quality engineer was able to review the samples and photos from lot number 3278545 regarding material number 309657. The samples were received in sealed packages with all applicable product information on the top web and all five syringes are missing all scale markings. One image shows a packaged syringe with all the scale markings missing and a second package from the top web side. The second image shows a close-up of the product information on the package. The condition observed is non-conforming per product specification. Potential root cause for the missing print defect is associated with the marking process. A device history record review was completed for provided lot number 3278545 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok syringes had a scale marking issue. The following information was provided by the initial reporter: "we receive around (B)(4) of the 3ml syringes today that came in without the measurement markings on them. It seems to be isolated to lot # 3278545. I have asked our team to keep an eye on them. Once I have collected all that I think are out there I will do a return to the warehouse (unless you want them sooner)."